Manufacturer narrative:
During testing at the service center, it was noted that the distal sensor pressure pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service center with a report from the customer contact that indicated the device alarmed with an n187 (negative distal occlusion delivery) at 3 psi. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the distal sensor pressure pin was broken.